Event description:
#Medwatcher #followup1 #fdamw5038234 #(B)(4). Wanted to add that I've also developed ovarian cysts and was diagnosed with fibromyalgia in (B)(6) 2014.

Event description:
(B)(4). Implanted in (B)(4) 2010, developed headaches, extreme nausea, migraines, hip pain (from inflammation), brain fog, chronic fatigue, involuntary muscle twitching/spasms, extreme itchy patches on my skin, extremely sensitive to fragrance and chemical smells, depression, anxiety, heart palpitations, abnormal menses, stabbing cramps at ovulation and at menses, huge blood clots, painful intercourse. Additionally, I now have a are inflammatory eye disease called pic, resulting in permanent vision loss in one eye. In the last 19 months, my vision went from 20/20 to 20/400 and continues to degrade.